Event description:
It was reported that a malfunction occurred on the pump while the customer was administering themselves a bolus. No adverse impact was reported to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump using the provided pump reset information, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code recurs.